Event description:
This 39 year old female required removal of omegaport catheter due to infection. At the time of removal, according to the explanting surgeon, leakage through a "gash" in the port was noted.